Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported that during the replacement procedure, the tined lead could not be fully inserted into the implantable neurostimulator (ins) connector block. The hcp tried to realign the lead electrodes, but the issue was not resolved. It was unknown what may have led or contributed to the issue. The ins was then changed out and the lead could be inserted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.